Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC being inserted to correct location with no increase on p-wave. It was stated the PICC was flushed appropriately, fin attached properly, good internal and external waveform readings.